Event description:
Title: relationship between pancreatic thickness and staple height is relevant to the occurrence of pancreatic fistula after distal pancreatectomy. Authors: motokazu sugimoto; michael l. Kendrick; michael b. Farnell; shogo nomura; naoki takahashi; tatsushi kobayashi; shin kobayashi; shinichiro takahashi; masaru konishi; naoto gotohda. Citation: hpb 2020, 22, 398¿404; doi: https://doi.org/10.1016/j.hpb.2019.07.010. The objective of this retrospective study was to determine if factors concerning pancreatic thickness or staple size affect postoperative pancreatic fistula (popf) after distal pancreatectomy (dp). Between january 2010 and june 2015, a total of 277 patients (male=128; mean age=62 years, age range=19 ¿ 85 years; mean bmi=25.2 kg/m^2, bmi range=16.3 ¿ 46.4 kg/m^2) underwent dp using a triple-row stapler. During the procedure, the pancreas transected to obtain an adequate surgical margin from the tumor located in the pancreatic body or tail using echelon flex endopath stapler (ethicon), echelon flex powered endopath stapler (ethicon). Reported complication included grade b popf (n=?) And grade c popf (n=?). In conclusion, in patients undergoing dp using a triple-row stapler, the thickness of the pancreas was related with the occurrence of popf. Selection of the stapler cartridge with a compression index of =0.160 may reduce the occurrence of popf.

Manufacturer narrative:
(B)(4). Date sent: 06/30/2025. D4: batch #unk. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot/batch number has not been provided. This report is being submitted as part of a retrospective review of published scientific articles captured under CAPA-014204. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.